Manufacturer narrative:
Investigation pending.

Event description:
Potential false negative urine hcg result was reported when testing a sample from a (B)(6) female patient. The patient came to the physician's office to confirm positive results observed with two home pregnancy tests and at 'another clinic'. (Brands of alternate products not provided). The patient gave two different dates for her last menstrual period, (B)(6) 2016 (was unsure which was correct). A serum test has not been drawn to confirm pregnancy.